Event description:
Call for technical assistance for a philos dr implanted in a patient with history of vsd and congenital heart block. Unble to interrogate device. Troubleshooting attempts included changing progrmmers, and using towels to create distance to improve telemetry , so tried to shut off and reboot the programmer many times. A different programmer was tried. Reports that the wand shows no indicator for communication by flashing of green light. The programmer never left the implant screen or gave any error message.